Event description:
The customer reported via phone call that he was priming and noticed that the buttons on the insulin pump are not responding. Blood glucose value was 97 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump should be replaced. Customer hung up and order could not be placed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.